Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit. Customer stated the issue occurred for the past four days and battery bars were not present on the insulin pump. The customer's current blood glucose was 400 mg/dl. The customer treated their blood glucose with a manual injection. The customer also reported a blank display and failed battery test alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was also able to retrieve the insulin pump's display. The insulin pump will not be returned for analysis.